Event description:
It was reported that device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed a drt on the face of the device. The thrombus was biased towards the limbus, laminar, and non-mobile. The patient was advised to continue oral anticoagulation medication for an additional two to three months then return for a follow-up tee to assess the presence of the drt.